Manufacturer narrative:
Contact office address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set leaked after priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.